Manufacturer narrative:
Additional information was received regarding the reporters phone number. (B)(6). No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Device manufacture date corrected.the product associated with batch 5f00532 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. A visual inspection of the 2 photographs was conducted; however this is a known complaint issue which has been investigated. In both photographs, the product has been modified. The pictures confirm that the wafer is convatec product however, the pouch used in conjunction with this wafer is not convatec product.; the associated investigation supports that skin complications may occur with the use of ostomy products. Determination of specification conformity cannot be determined based on a photographic inspection. No additional evaluation of the photograph is required.this complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown a number of affected products with multiple possible lots associated with this complaint.

Event description:
End user reports "numerous bleeds from stoma due to film cutting into blood vessel." According to the end user he suffered a hemorrhage (date not provided) and was admitted to the hospital for over a week to monitor recovery. End user states that the pouch attaches perfectly to the wafer, however he cuts his wafers with his own template to attach over stoma. End-user states that there is a problem with the film and that once it is cut it appears to have a razor sharp effect and this is possibly the reason he has experienced cuts and subsequent bleeding to his stoma.